Event description:
Patient reported having bia-alcl on unspecified side. The device remains implanted. Pathological markers have not been provided.

Manufacturer narrative:
The event of "bia-alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl." Implanting institution: (B)(6). Address: (B)(6). Phone: (B)(6). E-mail: (B)(6).